Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a replacement, the ins battery voltage was less than 3.1v (3.07v) and the ins could not be used. The factors that may have led or contributed to the issue was deterioration. The device was never implanted and another ins was implanted. The issue was resolved at the time of the report.